Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) below 40 mg/dl. Reportedly the customer accidentally delivered too much insulin by incorrectly requesting a bolus for 298 grams of carbohydrates consumed instead of requesting a bolus for a bg of 298 mg/dl. The customer was treated with intravenous fluids of dextrose and saline. The customer was released the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.